Manufacturer narrative:
H.6. Investigation: eighty-nine (89) samples were provided by the customer for investigation in unopened blister packs. Ten (10) samples were selected at random and visually examined for clogs. It was observed that nine (9) of the returned samples were not clogged as light was able to pass through the samples with the tenth (10th) sample being clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion bd acknowledges that one of the returned samples was clogged as light was not able to pass through the sample. H3 other text : see h.10

Event description:
It was reported that bd precisionglide¿ needle was blocked. This occurred on 30 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle 30x13, mostly with obstructed bevel. Information received by email on (B)(6)2019 : there was no damage to the patient/health professional, only a financial loss. There was no need for medical or surgical intervention. The defect was identified in (B)(4) units of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This occurred on 30 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle 30 x 13, mostly with obstructed bevel. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional, only a financial loss. There was no need for medical or surgical intervention. The defect was identified in 30 units of the product.